Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The clamp bar had broken out of the anvil. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken clamp bar condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty procedure. The stapler was able to fire but there was poor staple formation. The staples did not close. The staple line was incomplete. In order to resolve the issue and complete the case, changed the reload. There was no patient injury.